Event description:
It was reported that the floating balloon on the temporary pacing electrode could not be inflated.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. No root cause was provided as the reported event was unconfirmed. The used tpe catheter was returned without the original packaging. No visible defects were noted. The balloon was successfully inflated with 1.5cc air using an in-house syringe. After 30 seconds the balloon passively deflated with the syringe attached, product meeting specifications. The device was used for treatment purposes. As the reported event is unconfirmed, a DHR review and a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the floating balloon on the temporary pacing electrode could not be inflated.